Event description:
Customer reported that they could not save, print, or retrieve images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, and reloaded software. System operates as intended.